Event description:
Procedure: nephrectomy. According to the reporter: the blade broke in the patient's abdominal cavity. The complete blade was retrieved. It could not be reported how long or time was extended. Unknown if bleeding occurred. No further complication was reported.

Manufacturer narrative:
Initial report submitted: 07/28/2008.